Event description:
It was reported that the patient presented for in-clinic follow up. An interrogation of the implantable cardioverter defibrillators showed over-sensing of capacitor reforms. A manual capacitor reform was performed. The patient was stable.